Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information indicated by medtronic that the act button was sticking. Customer stated that the area of the battery cap was screw and it causing screw was not secure. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.